Manufacturer narrative:
The device was received fully deployed. The device generated an 0x69 hazard alarm, indicating there was an occlusion during runtime. Despite the 0x69 hazard alarm, no occlusions were observed. There were no timeouts or drive stalls observed that would indicate there was a struggle to deliver insulin. The 0x69 hazard alarm can be confirmed as the root cause of the reported not sure delivering insulin, however the exact cause of the 0x69 hazard alarm could not be determined. During investigation, excess plastic was observed on the commutator cap. No additional damages or defects were observed that would contribute to the reported not sure delivering insulin and communication error. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. The pod was able to successfully communicate with a master pdm during investigation. The cause of the reported communication error could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s918u1ues6dyg5 hardware: sm-s918u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s glucose level rose to greater than 250 mg/dl while wearing the pod, between 24 and 36 hours. Investigation of returned device found the cannula to be occluded and excess plastic was observed, internally, on the commutator cap. The device was originally reported for not sure delivering insulin and communication error.

Manufacturer narrative:
Updated h3 - device evaluate by MFR? Yes.